Manufacturer narrative:
Correction section d: controller serial number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was disconnected on 22may2024 at 1:45 p.m.

Manufacturer narrative:
Section h6 - medical device problem code: corrected manufacturer's investigation conclusion: a driveline disconnect alarm was confirmed via the evaluation of the submitted log files; however, the alarm appears consistent with the reported patient outcome. The controller event log file contained 256 events spanning from 15may2024 to 22may2024. The set speed was set at 4900 prm (revolutions per minute) and the low-speed limit was set at 4500 rpm while the driveline was connected to the system controller. For approximately the first 7 days of the log file, estimated pump flow typically ranged from 4.0 lpm (liters per minute) to 4.5 lpm. On (B)(6) 2024 low flow alarms were observed from 13:30:21 to 13:46:09, with estimated pump flow decreasing as low as 1.8 lpm (refer to (B)(4) for evaluation). On (B)(6) 2024 the driveline was disconnected from the system controller at 13:45:58, external power was completely removed from the system controller at 13:46:07, and the system controller was shutdown at 13:46:09. The root cause of the sequence of events beginning with the driveline disconnection appears consistent with turning the left ventricular assist system off after the reported patient outcome. Approximately an hour later, the system controller was powered back on without the pump connected, consistent with downloading the log files. No other notable alarms or unusual events were captured. The pump appeared to function as intended at the set speed while the driveline was connected to the system controller. There were no reported issues with the system controller (serial number (B)(6). The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.